Event description:
I had right diaphragmatic hernia repair via polypropylene mesh (parietene ppm) on (B)(6) 2023. I got pain and affection of breathing directly after. I got nerve conduction study on (B)(6) 2023 that showed right phrenic nerve injury causing partial paralysis of my right phrenic nerve causing me unilateral diaphragmatic paralysis. On (B)(6) 2024, I began to experience cough with thick green sputum. I had culture showing pseudomonas. I got multiple antibiotics without any improvement. Then bronchoscopy with bronchoalveolar lavage and culture showing staphylococcus pseudintermedius. I got antibiotics directed but no use. It has been a year now since I got that cough and green thick sputum that is ongoing daily till this moment. Nothing is working. I believe that the mesh is infected and that it's material contained an animal or something wrong causing me this persistent infection. I don't know what to do and doctors refuse to touch me because I have polypropylene mesh.